Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-10868. It was reported that an asymptomatic patient presented remotely via merlin.net. Review of the transmissions revealed over-sensing of noise on the right ventricular and right atrial leads. The noise was not reproducible in clinic. Programming changes were made. The patient had no adverse consequences.